Event description:
It was reported to boston scientific corporation that a upsylon y-mesh was implanted into the patient on (B)(6) 2020. The patient experienced non-surgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perin pain; pain inter; inab inter; diff bowel; incont not pres; rec incont; psych. Nonsurgical treatments: the patient was treated with pain medication: panadol and nurofen for the treatment of: pain relief after intercourse. Treatment duration: as needed. The patient was treated with psychological medication: loxalate for the treatment of: anxiety and depression. Treatment duration: ongoing. The patient was treated with topical treatment (including oestrogen cream): ovestin cream for the treatment of: dryness and itching.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.